Event description:
It was reported that a lumiguide wire was used to treat an aortic aneurysm. During removal, resistance was encountered, and the distal tip separated in the left subclavian artery. However, a snare was used to retrieve the separated portion with no patient injury reported. This adverse event and product problem is being submitted due to the tip separation, requiring intervention.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is spain. Blocks h3 & h6: the lumiguide wire was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b5: additional information was received on 26jun2026 stating that a kink was observed during prep and under fluoroscopy, but continued to use in the patient. Blocks d9 and h3: the lumiguide wire was returned to philips us site on 15apr2026, but the device evaluation was completed at the manufacturer site in europe on 29jun2026. Block h3: the lumiguide wire was returned in two pieces. Visual inspection confirmed approx. 4 inches separated at the distal tip. To enable inspection of the fractured surface, the tpu polymer jacket was carefully cut and peeled back, exposing the underlying nitinol tube at the break location. At the proximal section of the wire, two dents were observed. At the distal tip section, the fiber optic component was confirmed to be present, and the ball weld remained intact. Block h6: the root cause could not be determined. However, the probable cause may be due to the continuation of using the kinked guidewire noted during preparation for use. This may have led to the localized structural weakening and eventual separation at or near the kinked location. Mechanical stress applied during further advancement and retraction likely caused the guidewire to fracture. Per IFU precautions: handle the device with care. Prior to use and during the procedure, inspect the device for bends, kinks, and other damage. Do not use a damaged device as this may lead to vessel damage or inadequate device performance during navigation. The device history record (DHR) was reviewed and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide wire was used to treat an aortic aneurysm. During prep, a kink was observed at the distal end, but continued to use in the patient. During the procedure, the kink was visible under fluoroscopy, but proceeded to cannulate the left subclavian artery (lsa). During removal, resistance was encountered, and the distal tip separated in the lsa. A snare was used to retrieve the separated portion with no patient injury reported. This adverse event and product problem is being submitted due to the tip separation, requiring intervention.